Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 242 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.